Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fractured her back approximately 4 years ago. In turn, the patient was rear-ended while driving shortly after. Subsequently, the scs system would shut off on its own as well as unintended stimulation in an undesired location. Reportedly, x-ray images taken revealed a fractured lead. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the lead was explanted and replaced with a different model.